Event description:
It was reported that the ceramic tip broke off and fell into the patient¿s bladder. The procedure was prolonged for 15 minutes to retrieve the fallen piece. The patient did not require any medical interventions due to the incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated, and the reported device failure (broken tip) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event (broken tip) was likely due to improper handling by the user (including mechanical overload, impact, accidental dropping, etc.). However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 4 ¿ warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to d9 and h3 from the initial medwatch. Also, information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of the customer that during a therapeutic transurethral resection of the prostate (turp), procedure, the ceramic tip got damaged and broke and fell inside patient¿s body. The fallen device pieces were retrieved from the patient¿s body with a pair of forceps. The procedure completed with similar non-olympus device with no significant delay. The patient is reported to be doing fine and no issue with patient safety and no impact to the patient.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.